Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented in the or for device change out due to normal eri. Externalized conductors were observed via fluoroscopy. Patient was asymptomatic. The electrical function of the lead was tested, and no anomalies were detected. Lead remains implanted; patient will continue with routine follow-ups by the physician.

Event description:
New information received indicated that lead was extracted and replaced due to externalized conductors observed previously. The patient was stable prior to the procedure and there were no complications during the procedure.